Event description:
It was reported that an alert was generated from this implantable pulse generator (ipg) for an out of range atrial intrinsic amplitude of 0.4mv. Atrial sensitivity is currently programmed automatic gain control (agc) 0.25mv. Brief periods of far-field oversensing on the atrial channel, resulted in inappropriate atrial tachy response (atr) episodes to be stored. Presenting electrogram showed appropriate function. Boston scientific technical services (ts) documented the clinical observations. The device remains in service and no adverse patient effects were reported. Provided reprogramming recommendations. At this time, this ICD system remains in service and there were no adverse patient effects reported.